Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had not detecting/alarming when line occluded was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was not detecting/alarming when the line was occluded (e.g., roller clamp engaged, drug not running but pump continued to ¿think¿ (and record) that med was being delivered). There was patient involvement but no harm.

Event description:
It was reported that the pump module was not detecting/alarming when the line was occluded (e.g., roller clamp engaged, drug not running but pump continued to ¿think¿ (and record) that med was being delivered). There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.